Event description:
It was reported that during a routine change out, the physician was unable to loosen the setscrew of this subcutaneous implantable cardioverter defibrillator (s-ICD). The torque wrench had not enough power, so the physician made the decision to use a needle holder adapter to assist with the setscrew release. The device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.

Event description:
It was reported that during a routine change out, the physician was unable to loosen the setscrew of this subcutaneous implantable cardioverter defibrillator (s-ICD). The torque wrench had not enough power, so the physician made the decision to use a needle holder adapter to assist with the setscrew release. The device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time. The s-ICD instructions for use (IFU) cautions users against using a non-boston scientific torque wrench and over-ratcheting the wrench when loosening setscrews on our devices which could result in them becoming stuck. The IFU provides additional instructions on how to loosen stuck setscrews if they occur during procedures. However, boston scientific is currently investigating these cases of difficulty loosening stuck setscrews to determine what other factors may contribute to these events.